Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0ddgw, implanted: (B)(6) 2010, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387s-40, lot# va0ddgw, implanted: (B)(6) 2013, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported there was an infection on the left lead from february to december 2014. The health care professional (hcp) had removed the system. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Supplemental MDR submitted to update ins serial number as the wrong ins's information was submitted in the initial MDR report.

Event description:
Additional information received from a health care professional (hcp) reported there was only one deep brain stimulator (dbs) device on the left side that was currently implanted. The device was removed one year prior to report because it had become infected. It was unknown if the entire system was removed. The left side deep brain stimulator (dbs) remains implanted.